Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. After each alarm, the customer performed a system check and insulin was confirmed to be exiting the tubing. The customer changed the infusion set after each alarm and embedded the cannula in a different place each time. The customer then changed all of the supplies on the pump. The occlusion was resolved.